Manufacturer narrative:
H6: investigation summary. A device history record review was completed for provided lot number 200911. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, a crack/split was observed in the cannula which would result in leakage. It has been determined that the cracked cannula resulted at the cannula manufacturing site.

Event description:
It was reported that 7 needles 25ga 1in experienced leakage. The following information was provided by the initial reporter: the customer uses this product for covid vaccination. According to the customer's report, the vaccine solution leaked from the hub (needle-plastic connection).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 needles 25ga 1in experienced leakage. The following information was provided by the initial reporter: the customer uses this product for covid vaccination. According to the customer's report, the vaccine solution leaked from the hub (needle-plastic connection).